Event description:
It was reported that this device may be subject to premature battery depletion. An interrogation and review of the device history shows the battery at 2.61v and implanted in 2008. Battery depletion is normal for this device. No other complaints or concerns with this device or patient were noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.